Event description:
Concerned about persistent problems with hosp bed and risk to other consumers. Has had bed repaired 5 times, the last repair 2 wks ago. After MFR sent parts to "home care and more", distributor of the bed. Has problem with the cables slipping out and subsequently the bed will tilt sideways when bed raised up. Must lower the bed to correct the tilting and the bed not usable. Has contacted the MFR by e-mail.